Event description:
It was reported that the patient was scheduled for vns surgery on (B)(6) 2011 for an unknown reason. Further information from the physician reveals that after generator replacement surgery for end of service on (B)(6) 2011, the patient developed an infection and the entire vns device was removed on (B)(6) 2011. A new vns system was then implanted on (B)(6) 2011. No further information is known regarding event at this time.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.